Event description:
It was reported that the patient presented for a follow up in clinic with noise on the atrial lead. The lead was explanted and replaced. The were no patient consequences before, during, and after the procedure.